Manufacturer narrative:
Haruka kimura, et al, "a case of recoiling of everolimus-eluting stent as the ostium of the right coronary artery by out-stent plaque progression", jikeikai med j 2016:63:71-6. Device is combination product. Event date: (B)(6) 2015. If implanted, give date: (B)(6) 2014. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via journal article that restenosis and stent recoil occurred and that the patient experienced cardiogenic shock, ventricular fibrillation, and pulseless electrical activity. In (B)(6) 2014, the patient presented with acute heart failure and cardiogenic shock. Emergent coronary angiography revealed 75% stenosis noted at the proximal right coronary artery (rca) and 90% stenosis of the mid to distal rca. A 2.2 x 32 mm promus premier stent was implanted in the distal rca, a 3.0 x 24 mm promus premier stent was implanted in the mid rca, and a 3.5 x 16 mm promus premier stent was implanted in the proximal rca. All three stents were implanted at 16 atmospheres. Intravascular ultrasonography (ivus) revealed mild calcification in the proximal rca and posdilatation ballooning was performed with a 3.5 mm balloon at 22 atm. According to final ivus, a promus premier stent was inserted into the rca with its proximal end 2 mm from the ostium. In (B)(6) 2015, approximately four months later, the patient was admitted to the hospital because of cardiogenic shock, ventricular fibrillation, and pulseless electrical activity. The findings of ivus revealed severe 62.8% restenosis in the rca ostium with a lesion length of 7.12 m and reference diameter of 3.23 mm. Angiography indicated that the proximal end of the stent had flattened without stent fracture. Analysis of ivus measurements indicated that the stent area had decreased 50% and the plaque area had increased 97.2%; the intima growth inside the stent was 0.13 mm^2 t the proximal end of the stent. These findings indicated that the stent had recoiled with the outstent plaque progression. Postdilatation ballooning was performed with a 4.5 x 10 mm balloon inflated to 16 atm. Stent expansion was satisfactory and the procedure concluded. It was concluded that extensive growth of out-stent plaque caused early stent recoil within four months after promus premier stents were placed at the ostium of the rca, even if the stent had additional metal connector wires at its proximal ends to preclude recoil and deformation.